Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15jul2020.

Event description:
The customer reported a ventilator with a primary alarm failure. There was no patient involvement or harm.

Manufacturer narrative:
G4: 29jul2020. B4: 31jul2020. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer replaced the speaker assembly to address and correct this reported event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:18nov2020, b4: 20nov2020 . The speaker assembly was received for evaluation. Visual inspection of the speaker assembly revealed no evidence of damage or contamination. A failure investigation (fi) technician installed the speaker assembly into a fi ventilator to duplicate the reported issue of primary alarm failed (post). The fi technician identified primary alarm failed (post) was caused by an electrical open in the speaker that created the primary alarm failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 11aug2020 b4: (B)(6) 2020 d4: UDI#: (B)(4). H6: patient code updated it was reported by the customer that the device annunciated an alarm but did not shut down. The frequency of the tone was described as perhaps continuous. It was reported that they were attempting to use the unit on a patient, however, the unit being reported began annunciating an alarm and they had another v60 that they used instead. There was no delay to patient therapy and no patient information was disclosed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.